Manufacturer narrative:
Batch review performed on 29 february 2016. Lot 115667: (B)(4) items manufactured and released on 08 may 2011. Expiration date: 2017-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
During a primary hip surgery, the surgeon sheared the head off the m pact screw. The surgeon removed the sheared off screw head from the patient. The screw could not be removed so the surgeon inserted the second screw and completed the surgery as normal. The surgery was completed successfully. There are no x-rays available. The screw head will be returned to medacta international for analysis.